Event description:
Incident reported as: when the neptune heater is on and breathing circuit is lying across patient's chest, occasionally artifact appears on patient's heart monitor at times resembling ectopy. The ectopy occurred when the ge solar 8000 ICU patient monitor was also used in conjunction with the neptune heater. No patient injury reported.

Manufacturer narrative:
Sample requested but not received at time of this report. Investigation is ongoing. A follow-up report will be sent when available.